Manufacturer narrative:
Part requested for analysis; not yet received.

Event description:
The international distributor reported that the ventilator shut down during operation due to a +5v failure of the sensor pcb board. The customer reported the ventilator was not in use on a patient therefore there was no patient harm or involvement. The distributor will replace the sensor pcb board to address the findings.